Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was not returned for evaluation. The root cause of the purge leak - pump is most likely due to a damaged sidearm but the exact location of the leak is unknown as the product was not returned. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-24478.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, a crack was noted on the top of the purge filter. The patient had been ambulating. Staff did not see any leaking from the crack, however a nurse said that they thought they saw fluid during ambulation. Purge pressure and flows are within limits. There was no harm to the patient and patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿